Event description:
It is reported that the device was implanted in 2009 and that the pt was revised one month later due to the stem breaking below the junction. The sales associate indicated that the pt was immensely overweight.

Manufacturer narrative:
Evaluation summary: sem analysis indicates that the fracture could have initiated with fretting fatigue and finishing with fast final fracture. Returned, the fracture stem and body show significant bone ongrowth to the stem with none present on the body. The package insert and/or surgical technique contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. The sales associate's observation indicates a likelihood of excessive pt weight though this cannot be concluded without specific pt body weight measurements. The absence of bone ongrowth to the zmr body with significant ongrowth shown on the stem likely indicates a lack pr proximal support. In this case, it is possible that the combination of the pt's weight and lack of proximal support contributed to the stem fracture. Without further info, a definitive cause cannot be determined. Device history records indicate all components were manufactured and inspected to specification. Scanning eletron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.